Event description:
Connection issues associated with the ventricular channel during the implantation procedure; therefore, the device was not implanted. Another pacemaker was subsequently implanted.

Manufacturer narrative:
(B)(4), 2010. This event concerns a device that was manufactured and used outside the united states. The device model involved in this MDR report is not approved in the u.s.; however, it is similar to reply dr or sr models approved under (B)(4). Analysis is pending.